Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted on (B) (6) 2010 due to an infection at the site of the implant.reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Event description:
Percutaneous coronary intervention (pci) was performed in a 75% stenosed lesion with no calcification and severe tortuosity in left anterior descending (lad) artery. A guidewire was placed and an intravascular ultrasound (ivus) catheter was advanced to image the lesion. A stent was implanted, the ivus catheter was used again and post-dilation was performed. Upon use of the ivus catheter again, the catheter's guidewire exit port caught on the stent edge. The ivus catheter was successfully removed and balloon dilation was performed as the stent edge was damaged. The procedure was completed without patient complications. The patient condition was reported as "good".